Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 400 mg/dl during the night and found the next morning that the infusion set cannula was bent. Her target blood glucose level is 150 mg/dl. This occurred with the first infusion set she used. She switched to her previous infusion set type to resolve the issue. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.